Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
This is one of nine manufacturer reports being submitted for this case. The dates of the events are unknown; however, according to the article the study period started (B)(6) 2008 and went through the follow up period (unknown time frame). For this reason, the first day of the reported study period ((B)(6) 2008) was used as the occurrence date. Reference article: fusari, melissa, et al. "Transcatheter vs. Surgical aortic valve replacement: a retrospective analysis assessing clinical effectiveness and safety." Journal of cardiovascular medicine 13.4 (2012): 229-241. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The article reports one patient died from cardiac tamponade within thirty day follow-up, details of the event were not provided. The cause of the event is unknown; however, patient or procedural factors not provided may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), through the review of the medical article ¿transcatheter vs. Surgical aortic valve replacement: a retrospective analysis assessing clinical effectiveness and safety¿ regarding a group of patients who underwent tavi by tf or ta approach with an edwards sapien valve, the following outcomes were observed: one patient died from cardiac tamponade within thirty day follow-up.

Manufacturer narrative:
This is one of nine manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2019-04240. 2015691-2019-04241. 2015691-2019-04242. 2015691-2019-04243. 2015691-2019-04245. 2015691-2019-04246. 2015691-2019-04247. 2015691-2019-04248. 2015691-2019-04249.